Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed through evaluation, and reproduced as door not fully latched alarms. This condition was determined to have been caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.